Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient did not contact them for the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported they had the permanent implant for almost a month. They stated they worked at a gym in the mall and every time they were at the gym they experienced a loss of therapy. They explained they suffered from incontinence and they lost the feeling of stimulation. They reported when they were at the gym they had to go to the bathroom 25 times, but when they got home they had control of their symptoms and didn't have to go to the bathroom. They stated they sat by 80 cardio equipment, they were around bluetooth and various work machines. The noted when they were not in their work environment they experienced 90% control of symptoms, their stool was hardened and they were not an open faucet with their symptoms. They noted that the trial had provided them with instant good results. The patient stated they had been talking to manufacturer representative (rep) about these issues ever since (B)(6) 2019. The patient stated that they had ultimately increased stimulation from 2.4v to 3.7v. The patient stated that stimulation would suddenly stop, but kick back up when they were in this work environment. They reported they went to the ER on saturday because they had a rash from the incontinence that required steroid hydrocortisone cream. They stated the rash went away, it had previously been causing pain, but being in the work environment caused their diarrhea to go through the roof. The patient added that they had previously tried not eating, taking imodium, logging food intake, and has left work for the day. The noted they could feel control of their symptoms after leaving work for the day. They were able to sync with their programmer on the call and it showed stimulation was on set to 3.5v. The patient was redirected to their healthcare provider to discuss symptoms and concerns. No further complications were reported or anticipated.